Manufacturer narrative:
The evaluation noted in the revision reported was likely the result of prosthesis wear due to a possible combination of rotation mismatch between the tibial and femoral components, third body wear, excessive flexion of the femoral component, and/or excessive posterior slope. The following section(s) have additional info; d4 (expire date and UDI number). Section h11: corrections made in the following section(s): f6 and f8; entered in error. Please disregard. G1 updated to new manager info.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to poly wear.